Manufacturer narrative:
Continued d.9 date returned to manufacturer: date provided for device photo receipt. Photo analysis completion: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side defective / bursted implant. Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side defective / busted implant. Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.